Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("digestive pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with iron. At the time of the report, the genital haemorrhage, gastrointestinal pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, genital haemorrhage, nausea and vomiting with essure. The reporter commented: patient with very heavy bleeding requiring treatment with intravenous iron since the devices were implanted. Currently being studied by gastroenterology department without finding any problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal pain ("digestive pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with iron and surgery (esure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, gastrointestinal pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, genital haemorrhage, nausea and vomiting with essure. The reporter commented: patient with very heavy bleeding requiring treatment with intravenous iron since the devices were implanted. Currently being studied by gastroenterology department without finding any problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information; imrdf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal pain ("digestive pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with iron and surgery ("essure" removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, gastrointestinal pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, genital haemorrhage, nausea and vomiting with essure. The reporter commented: patient with very heavy bleeding requiring treatment with intravenous iron since the devices were implanted. Currently being studied by gastroenterology department without finding any problems. Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/55714) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal pain ("digestive pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with iron and surgery (esure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, gastrointestinal pain, nausea and vomiting outcome was unknown. The reporter provided no causality assessment for gastrointestinal pain, genital haemorrhage, nausea and vomiting with essure. The reporter commented: patient with very heavy bleeding requiring treatment with intravenous iron since the devices were implanted. Currently being studied by gastroenterology department without finding any problems. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.